Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial pacing that was competing with the patients intrinsic rhythm. Boston scientific technical services (ts) noted this was possibly causing short runs of atrial flutter. Ts discussed programming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.